Event description:
It was reported the patient's ipg was inoperable. Surgical intervention was undertaken on (B)(6) 2023 in which ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.